Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the device failed temperature and noise assessment. It was determined that this was due to a broken drive shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the motor device was smoking, squealing and had worn bearings. It was unknown if there were no delays to the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.